Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was swimming with the insulin pump on when the alarm occurred. Blood glucose value was 349 mg/dl; treated with manual injection. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with moisture on the keypad traces. No moisture damage noted on the electronic or motor assemblies. No button error alarm noted and all of the buttons functioned properly. The insulin pump passed displacement, rewind, basic occlusion, prime/a33, excessive no delivery and occlusion tests. The insulin pump has cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and loose shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.